Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system had a localizer faulted error. Troubleshooting steps were performed. The manufacturer representative accessed the ndi toolbox, which showed that the bump status and internal temperature were both highlighted. The probable cause of the localizer faulted issue was due to the erroneous bump status. It was noted that the camera would need to be replaced. No patient involvement was reported.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the camera was faulted and was replaced as a result. Codes b01, c07, c08, and d02 are applicable. H3, h6) the product ID: 9735821, lot number: p900782, returned to the manufacturer for analysis. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent incompatibility dating back to march of 2018 and intermittent illuminator current low dating back to november of 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .610 millimeters (mm) with a passing threshold of .250mm. Codes b01, c02, c07, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.